Manufacturer narrative:
Eval. Received one full pump for eval and investigation. Visual inspection confirmed the bolus (pca) button was in the upright position and the saf was set at "5". The pca reservoir indicator was on empty. The pinch clamp of the pump was opened, the saf was set at 5 ml/hr; however, no infusion was observed. The pca mechanism was found to work within specification. The directions for use (dfu) contain instruction for bolus activation. It states: "warning: if the button does not pop back up within 30 mins, check position of orange refill indicator: if indicator is in the lowermost position, close clamp. If button pops back up within 10 mins, open clamp and continue with infusion. If button remains stuck, it may result in a significant increase in flow rate to pt. Keep clamp closed. Pump should be replaced if appropriate." A review of the lot history indicated it was the only complaint for a stuck button for this lot. The device history record was also reviewed, and all manufacturing operations were found to be within specification. No determination can be made as to why the button did not pop back up during use. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that when the bolus button was pushed down the bolus button remained in the down position. I-flow hotline clinical nurse advised pt to clamp off pump. Surgeon advised pt to remove the catheter. Pt is doing fine. Fill volume: 500ml.